Manufacturer narrative:
There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to this failure mode. The device lot history records have shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode.

Event description:
Incident desc -it was reported that the procedure was to treat a lesion in the right superficial femoral artery with total occlusion and heavy calcification. A .018 ht connect guide wire was advanced; however, resistance was met due to the calcification of the lesion. The distal tip then became stuck in the lesion and it was noted that the distal tip had unraveled. The guide wire was removed; however, it was noted that a small piece of the distal end had separated and remained in the patient. Stenting was done over the separated piece and left in the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
The guide wire will not be returned for evaluation as it was discarded at the hospital.

Event description:
It was reported that the procedure was to treat a lesion in right superficial femoral artery w/total occlusion & heavy calcification. A .018 ht connect guide wire was advanced; however, resistance was met due to the calcification of the lesion. The distal tip then became stuck in the lesion and it was noted that the distal tip had unraveled. The guide wire was removed; however, it was noted that a small piece of the distal end had separated & remained in the patient. Stenting was done over th separated piece & left in the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No add'l info provided.